Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, inappropriate material is a possible cause of the failure. The most probable cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovidescope to the service center for separate issue. During the device analysis, the service repair technician indicated that the air/water supply had white residue present in the channels and cylinders. There was no patient involvement.